Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unavailable at time of submitting MDR. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the device produces smoke and both electronic and pneumatic module were found failed. There was no reported patient injury.

Manufacturer narrative:
Ge field engineer (gefe) reported the event was caused by a failed pneumatic module and electronic module. The gefe proposed replacement of the pneumatic module and electronic module. After ge healthcare engineering review, the potential for death or serious injury to result from component failures, including burning and overheating is considered to be remote because the device conforms to construction and performance requirements of recognized safety standards which include the testing of fire hazards under abnormal conditions. Additionally, the error codes would prevent the use of the unit.